Manufacturer narrative:
(B)(4). In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. At this time, carefusion has not received the device from the customer. (B)(4).

Event description:
The customer stated that while on a patient the unit stopped oscillation and there was a burning smell coming from the unit. It was removed from the patient and the patient was placed on another oscillator; there was no harm done to the patient. There were no alarms when the oscillator stopped. The unit was sent to the biomed where he was able to confirm the reported incident.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis lab evaluated the alleged faulty driver and was able to duplicate the reported issue and isolate it to a driver displacement indicator probe having dark marks that were cause by possibly being burned. The driver is also hot to the touch. The driver was disassembled and found the coil assembly to be damaged. This issue is being addressed through an internal investigation.